Manufacturer narrative:
Concomitant products : 310f31 tissue valve implanted: (B)(6) 2005.

Event description:
It was reported that during a routine device replacement for battery depletion, the svc coil impedance was checked through interrogration and was high so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.